Manufacturer narrative:
New information added to the following fields: d8, d9, h4 this report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024 sampling from: distal end, air/water channel, auxiliary water channel cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: on (B)(6) 2024 sampling from: biopsy channel/ suction channel cfu: 1 cfu/ml bacterial identification: micrococcus species. Additionally, the user reported detection of bacterial over 100cfu at culture test. However, result of culture test was not provided. Furthermore, according to customer followup, sphingobium yanoikyae was detected. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for greater than 100 colony forming units (cfus) of sphingobium yanoikyae. A previous test of the suction channel was also performed which was positive for 1 cfu of micrococcus species. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.